Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the drape became unclean. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified popliteal artery (pop). An opticross was selected to visualize the target lesion. During unpacking, it was noted that the sterile bag covering the motor drive unit 5 plus (mdu5+) became unclean. The procedure was completed with a new opticross. No patient complications were reported and the patient's condition was good.